Event description:
Unit was in use and began to emit smoke. The smoke alarm in the room sounded and the resident and unit were removed from the room. The unit was taken outside the facility. Flame occurred. A fire extinguisher was put on the flame, however did not stop the flame. The fire dept was subsequently called.

Manufacturer narrative:
Eval determined that the most likely cause of the fire was due to a lithion ion cell within the power cartridge overheating. The cause for the overheating could not be determined. Both internal factors and external factors were examined as part of the investigation to determine cause.